Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported a motor error on the insulin pump during bolus delivery. During troubleshooting, the customer stated the insulin pump could rewind, and was not exposed to a strong magnetic field. The customer did not know the exact number but stated the blood glucose level was normal, around 150 mg/dl. The customer was advised to discontinue use of the pump and return it for replacement and analysis. No further info was available.